Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately two months post deployment, patient scheduled for filter removal. Contrast injection revealed a small filling defects seen at the tip of the filter; however, the filter was tilted. Also, it was noted that the small tines were extending through the wall of the ivc. Multiple attempts were made to retrieve the filter by engaging and snaring the filter were unsuccessful. Therefore, the investigation is confirmed for the filter tilt, perforation of the ivc wall and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed and the reason for placement was not provided. At some time post filter deployment, it was alleged that the filter was unable to retrieved, tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.